Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female who underwent an unspecified breast surgery with unknown mentor silicone implant experienced left sided breast pain post procedure. The patient stated that there is visible changes on her breast, tenderness, pain, and headache. As a result, patient underwent bilateral removal without replacements on (B)(6) 2021.